Event description:
Approach was made from the radial artery with a 5f merit sheath during an intervention of the coronary artery, a 5f vista brite tip guiding catheter got stuck in the vessel and would not advance out. The guide then split in half at the shaft (approximately midway up from the distal end) when they attempted to pull it out. Doctor then accessed the groin to snare the guide. Once they snared the guide to straighten out the guide, they introduced a magic torque wire to straighten out the wire. They then successfully pulled out the vista brite tip guide. There was no report of patient injury. No anomalies were noted when the device was removed from the package and there were no anomalies noted during prep. The device was not inserted through a stopcock instead of a haemostatic valve. There was no resistance met while advancing the device. Some excessive torquing was required. The device did not kink in the area of separation. The radial artery was described as having no abnormal characteristics, smooth vessel, no disease and ¿little¿ vessel angulations. The patient current status is unknown.

Manufacturer narrative:
Complaint conclusion: during an intervention of the coronary artery, a 5f vista brite tip guiding catheter got stuck in the vessel and would not advance out. The guide then split in half at the shaft (approximately midway up from the distal end) when they attempted to pull it out. The physician then accessed the groin to snare the guide. Once they snared the guide to straighten out the guide, they introduced a magic torque wire to ¿straighten out the wire¿. They then successfully pulled out the vista brite tip guide. There was no report of patient injury. No anomalies were noted when the device was removed from the package and there were no anomalies noted during prep. The device was not inserted through a stopcock instead of a haemostatic valve. Approach was made from the radial artery with a 5f non-cordis sheath. There was no resistance met while advancing the device. Some excessive torquing was required. The device did not kink in the area of separation. The radial artery was described as having no abnormal characteristics, smooth vessel, no disease and ¿little¿ vessel angulations. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported ¿withdrawal difficulty from vessel¿ and ¿body/shaft separated in patient¿ could not be confirmed and the exact cause could not be determined. With the information available for review, factors contributing to the event could not be determined. Review of the DHR does not suggest that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.